Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and renal dysfunction could not be conclusively determined through this evaluation. Additionally, the low flow alarms were confirmed through evaluation of the patient¿s submitted log files and the account attributed the alarms to the patient¿s bleeding. The controller event log file contained events from (B)(6) 2023 to (B)(6) 2023. The pump operated as intended at the set speed for the duration of the log file. The log file recorded numerous low flow alarms throughout the log file when the flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended the patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the onset of the renal failure was in 2019 and that the renal failure was not related to or caused by the left ventricular assist device (lvad) or device therapy. The patient was on outpatient hemodialysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with low flow alarms. The log also displayed multiple strings of low flows on (B)(6)2023. The cause of the low flows was thought to be bleeding from the dialysis site. Pressure dressing was placed and the bleeding stopped on its own.